Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with the keyboard. The customer reported that the keyboard stopped working. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was stopped worked. A technical support specialist reinstalled the driver, but it did not resolve the issue and then keyboard was replaced by the field service engineer to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.